Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering as it should. The customer reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 389 mg/dl at the time of call. The customer stated that they were off the insulin pump prior to hospitalization for more than 48 hours. The insulin pump will not be returned for analysis.